Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The video portion of the high voltage cable was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 shows all dark image with technique ramping to high. There was no adverse patient involvement reported. There was no patient information reported.